Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified that the reported complaint was able to be confirmed and duplicated. The backlight inverter is failing. There is visible fluid ingress which could resist in malfunction with the touch screen becoming unresponsive. The front panel fluid ingress 16558 revision c is a known issue that has been corrected with the release of eco 82509. The front panel assy will be scrapped. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device and replaced front panel which solved the issue. The fsr performed operation verification procedure and the vent passed all test and met manufacturer's specification. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator's front panel was not responsive. The customer reported that there was no patient involvement.